Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was able to reproduce the reported issue. The iabp unit was leaking from the console disconnect valve fitting, and the stm found the o-ring to be split. To resolve the issue, the fse replaced the o-ring, and performed all calibration, functional and safety checks to meet factory specifications. The iabp passed all calibration, functional and safety test per factory specifications and was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event was reported.